Event description:
The pt had 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt had a hematoma at the lead incision site after a recent lead revision surgery. Subsequently, the pt underwent surgical intervention on (B)(6) 2014. The pt's entire scs sys was removed to evacuate the hematoma under the lead incision site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.